Manufacturer narrative:
Manufacture¿s investigation conclusion: thrombus within the outflow graft was confirmed through the evaluation of the submitted image. Although the reported low flow alarms could not be confirmed as no log files prior to the pump exchange were provided for review, the account reported that the alarms were due to the outflow graft occlusion and resolved with the pump exchange. Review of the account¿s submitted images confirmed a large tissue-like deposition filling in and extending out of a portion of the stent that had been removed from the outflow graft. Although a specific cause for this deposition could not be determined through this evaluation, the deposition appeared to occlude the blood pathway in this location within the stent and could have contributed to the reported low flow alarms. (B)(6) was returned with the pump cable severed approximately 9.5¿ from the pump header. A distal segment of the pump cable was returned measuring approximately 9¿. The modular cable was not returned. The sealed outflow graft and bend relief had been severed approximately 2¿ from their hardware. A portion of the sealed outflow graft was returned attached to the pump cover outlet port, with the sealed outflow graft bend relief engaged to the graft attachment hardware. Two additional segments of the outflow graft material were also returned. The remainder of the bend relief material was not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of (B)(6), thin layers of clotted blood were observed within the inflow cannula and pump outflow, and coagulated blood was observed within and around the metal stents in the outflow graft. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in pump flow from the retrieved log files, or blood remaining in the device post-explant. Further examination of the remaining blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The retrieved left ventricular assist device (lvad) event and periodic log files captured decreases in pump flow between (B)(6)2023 and (B)(6)2023 which appeared to be consistent with the reported events and the finding of an occlusive thrombus formation within the outflow graft confirmed through the submitted images. Despite the observed decrease in flow, the pump appeared to function as intended. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations, such as changes in patient condition, that can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications.'' The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low flow alarms due to an outflow graft occlusion and a clot. The pump operated as intended after the alarms. The patient was stable post-operation.

Manufacturer narrative:
Section e: the patient is shared between university of utah medical and va medical houston but was transferred to the latter at time of event. Related MFR # 2916596-2023-00890 originally reported the thrombus. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low flow alarms due to an outflow graft occlusion. The patient had previously had stents placed for the outflow graft occlusion. A low flow software upgrade was performed on the backup controller lowering the threshold to 2.0 liters per minute (lpm) and the primary controller was changed to the backup controller. The patient underwent surgery for repair of the outflow graft occlusion and a heartmate 3 to heartmate pump exchange on (B)(6) 2023.

Manufacturer narrative:
The previous stent placement for outflow graft occlusion is captured under 2916596-2021-00588. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.